Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Event date was reported as on or around (B)(6) 2015. This report is for four unknown 2.0mm cortex screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject devices were received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.this report is for 6 unknown cortex screws.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 6 unknown cortex screws.

Event description:
This is a veterinary complaint reported that a plate broke four weeks post-up at the fracture site. The veterinarian implanted a 6-hole synthes 2.0mm lcp (locking compression plate), four 2.0mm cortex screws and two 2.0mm locking screws to treat a mid-diaphyseal femur fracture in a 4.5kg (B)(6) on (B)(6) 2014. The surgeon had initially considered implanting a 2.4mm lcp, but that plate was huge in relation to the bone and size of the dog, thus the 2.0mm seemed to be the best fit and was implanted. The surgeon stated that the post-op films looked great. The dog then reportedly stumbled while running up the stairs on or around (B)(6) 2015 and became lame on the implanted leg as a result. The dog was taken back to the veterinarian on (B)(6) 2015 and it was discovered that the lcp had broken. The plate broke in two at the fracture site. A revision surgery was performed on (B)(6) 2015. All screws were well seated into the bone/plate and there was no evidence of loosening. Even the screw at the breaking point was well fixed. The owner didn't want to go through any more activity restriction for her dog so the surgeon ended up performing an amputation. This report is for four unknown 2.0mm cortex screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Screws received that may be associated with complaint are: one vs202.016 2.0mm cortex screw self-tapping 16mm, two vs202.014 2.0mm cortex screw self-tapping 14mm, one vs202.012 2.0mm cortex screw self-tapping 12mm, one vs207.014 2.0mm locking screw self-tapping-14mm, and one vs207.013 2.0mm locking screw self-tapping-13mm a product development evaluation was completed: post-operative radiographs provided by the surgeon confirm a simple mid-shaft femur fracture. Plate placement and size are appropriate for the patient. Screws are located appropriately along the axis of the bone. Screws fully engage far cortex. Four week post-operative radiographs are consistent with surgeon description. All screws are intact and threads are undamaged. Screw heads show screwdriver damage consistent with implantation/explantation. Manufacturing inspection report for the lot indicates all parts passed visual and dimensional inspection. External dimensions (width, thickness) confirmed in tolerance by caliper against released drawing. No visible signs of material defects. The root cause for this complaint is undetermined for all reported parts. The plate failed in fatigue, likely due to a stress riser caused by damage to the tension (top) side of the plate. The damage may have been cause by tool use on the plate prior to implantation, although this could not be confirmed at the site of the initial crack. Follow up conversation with the surgeon could not identify the instrument which made the marks. Bone was healing normally at time of fracture with some medial cortex instability. Also confirmed that the patient was not confined properly during healing, which would cause significant reduction in the plates expected lifespan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.